Event description:
It was reported that the patient underwent an unspecified surgical procedure. It was reported that the pituitary would not open all the way, making it unable to make a bite down. No patient complications were reported.

Manufacturer narrative:
The shaft tip is cracked at the centerline of the pivot pin, on both sides. The location, and amount of force required in order induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Evaluation found that the top arm of the pituitary has two cracks right above the top pivot pins. This appears to be keeping the instrument from moving properly.